Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 25aug2023. Medwatch report # mw5145065. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: needle would not fully retract to engage the valve in the IV catheter which caused blood to pour out of catheter hub. Bd insyte autoguard bc 20ga x 1.00in IV catheter. (B)(4). Device available for evaluation? Y.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
Additional information: was button depressed? Yes. Can the button be pushed, or does it appear ¿stiff or stuck¿? No. Did needle retract at all? No was there a needle stick injury? No. Was there any adverse event or serious injury reported? No. Was there any medical intervention required? No.